Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to a local hospital for transient ischemic attack (tia) symptoms. The patient had left upper extremity numbness and weakness. She was admitted to a local hospital. The work up was negative. Her international normalized ratio was found to be sub-therapeutic, so they bridged her with heparin.

Manufacturer narrative:
A specific cause for the reported transient ischemic attack and a correlation to the device could not be determined. The patient remains ongoing on (B)(4) and no further events have been reported. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 62 days. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.